Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead delivered eight shocks on a suspected supraventricular tachycardia (svt) in the programmed ventricular fibrillation (vf) zone, and at the eighth shock, an out-of-range shock impedance was measured (all of the seven previous values were in range). Technical services was contacted and reviewed the latitude remote patient monitoring transmission. A code 1005 was observed, indicating an open circuit condition. Technical services recommended lead replacement to assure appropriate patient therapy and confirmed the patient's implantable cardioverter defibrillator (ICD) hardware appears to be functioning normally. The physician was informed, and the patient was hospitalized pending a lead revision. No additional adverse patient effects were reported. At this time, there is no evidence to suggest intervention has been performed.